Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Provided logs showed that the ventilator prior to the mentioned issue, additionally had generated a technical error code indicating an open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It was communicated that the expiratory cassette, inspiratory pipe and gas modules were replaced. No parts were returned for investigation. Ventilator logs were provided. The test log confirms that the ventilator failed internal leakage and pressure transducer tests on the reported event date. The event log indicates that a technical error code indicating an open safety valve was generated when it is supposed to be closed during ventilation on the same day before the pre-use check was performed. There are no clinical alarms indicating that ventilation stopped at the time. Additional information was requested if the user had experienced any stop of ventilation before performing the pre-use check but no response have been provided. The root cause of the generated technical error code has not been determined.